Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a fingerstick reading over 500 mg/dl without symptoms and only observed a high glucose alert on the pump; no leaks, disconnections, or bubbles were seen, and the user performs site changes with contact detach 23 in, 6 mm, with a full supply and insulin change completed and insulin delivery resumed. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no hospitalization and continued device use after troubleshooting and education. Investigation included phone-based troubleshooting and guided replacement of infusion set, cartridge, and insulin. Investigation of this case revealed an unclear cause of the hyperglycemia with no device malfunction identified during guided setup. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.